Manufacturer narrative:
Correction: g4, h6- the original g4 date was sent as 03/04/2020 however the g4 date should have been 03/05/2020 as the become aware date on the initial report. The h6 codes has been updated as the product sample was not returned.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Multiple broken fibers were visible through the housing, at approximately 90°, with the port situated at 0°, on the cavity ID end. The break in the fibers was near the base of the header cap. The sample was subjected to a laboratory bubble point test. A leak was detected from the pu potting surface at approximately 90°, with the dialyzer ports situated at 0°, on the cavity ID end. Further examination of the fiber bundle did not reveal any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third party carrier racking number confirmed that the shipping materials were sent to the customer but to date, the customer has not returned the sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed near the red hansen connection of the dialyzer. It was also reported that the internal fibers were not filly connected to the potting of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 256 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.